Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties and patient effects appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with moderate tortuosity and heavy calcification. After pre-dilating the lesion with a 3x20 mm trek rx balloon dilatation catheter (bdc) a 3.5x38 mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion. The stent system was inflated and the stent was implanted but the stent did not open to full size. Post-dilation was performed using a 3.5, 3.75, 4.0 and 4.5 trek nc balloon catheter. Reportedly the stent was not able to fully open due to the patient anatomy. Another failed attempt was made to open the stent further so the patient had elective coronary artery bypass graft (CABG) surgery. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).